Manufacturer narrative:
The solex catheter associated with this complaint was not returned by the customer for evaluation. Therefore, a physical investigation of the catheter could not be performed. It was reported that current patient's condition is still in the ward but not because of the thrombosis. Event of dvt was assessed as not serious, event didn't require any treatment. Event assessed as probably related to the zoll catheter due to relevant timing and location of dvt. At the same time, the patient's post cardiac arrest condition and immobility possibly contributed to development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is an anticipated event and could potentially occur with the usage of any catheter. The reported event is probably related to the device and not related to the procedure.

Event description:
On (B)(6) 2022, the solex catheter (lot #unknown) was placed in the right subclavian of a 50-year-old female patient who weighed 70kg. The catheter was smoothly inserted on the first attempt and was removed on (B)(6) 2022. The patient temperature was 37 degrees, and the therapy had been completed without issue. On (B)(6) 2022, the patient`s right arm was blue and swollen, whereupon they performed a sonogram and discovered a thrombosis in the right subclavian. There are no blood coagulopathy results from prior to initiation of ivtm therapy. The patient was on lovenox 80mg for dvt prophylaxis from the beginning of the ivtm therapy, which is standard for tbi patients. The patient was not in a high-risk category for dvt and there were no other cvc placements prior to insertion of the solex catheter. No adjunct therapies were performed. The patient did not suffer any damage or subsequent illness due to the thrombosis and no intervention was needed or planned due to the event.